Event description:
Related manufacturer report number: 2017865-2023-37427 it was reported that the patient reported shock therapy and a loss of consciousness twice at her nursing facility. Interrogation revealed four charge events that day, but it could not be confirmed whether therapy was delivered. Non sustained oversensing with visible noise leading to pacing inhibition was observed on both the right atrial (ra) and right ventricular (rv) leads. Programming changes were made to turn therapy off. The ra and rv lead were subsequently capped on (B)(6) 2023 and replaced. The patient was stable before, during and after the procedure.